Event description:
As reported by end user hospital, valved PICC was placed in the left basilic on (B)(6) 2012 in the picu. The patient was moved to the floor on day 10, then on day 12 went to surgery. The PICC was used for anesthesia. After the surgery a clinician noticed leaking at the insertion site. When the PICC was flushed with saline, the leaking continued. The PICC was removed and a 1mm slit at the 26cm mark was noticed. The PICC team believes that the anesthesiologist may have used a 1ml syringe to flush the PICC. There were no complications to the patient as a result of this event. The used PICC has been returned to navilyst medical for evaluation.

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number (B)(4) in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records of the identified lots were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(4) 2012 complaint report was reviewed for the product family of xcela pasv PICC and the failure mode of "hole distal to suture wing." No adverse trends were identified. Returned, was a 10ml syringe and the valved dual-lumen PICC. Visual inspection showed there to be a longitudinal slit, approx. 0.5cm long on the catheter between the 26cm and 27cm markings. The appearance of the slit is consistent with a burst failure due to over-pressurization. A guidewire was placed through the length of both lumens of the catheter and passed through without encountering any occlusions. Based on the event details provided by the end user, the most likely root cause of the hole is due to flushing/injecting the catheter with a syringe that is less than 10ml in volume, i.e. Use of a 1ml syringe by the anesthesiologist during the surgery. The directions for use packaged with this PICC device contains the following statements: flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10 ml syringe or larger. Flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop/start" technique. Use a 10 ml syringe or larger. Precaution: if resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters. Navilyst medical manufacturing process controls for this device includes 100% visual inspection for molding defects, a guidewire insertion test to verify lumen patency, a sprint air test for air leakage, and a fluid burst test to verify the burst strength of the catheter when pressurized with fluid, (B)(4).